Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via telephone call that the customer had a high blood glucose and they found that the tubing had been pinched in his pants. The blood glucose reading was 600 mg/dl. The drive support cap appeared normal. Insulin exited with a manual prime and no leaks or air bubbles were observed. The insulin looked clear and the insertion site was not sore or irritated. The insulin pump was not returned or replaced.